Event description:
It was reported there were "???" In the results for impedances. It was noted that accurate results could not be obtained at the programmed parameters. It was logged there was intermittent stimulation, and the wire in belly was superficial, and they could almost move it. It was reported the default impedance values were 0c 761, 1c 500, c2 ???, c3 548, 01 761, 02 ???, 03 1000, 12 761, 13 ??, 23 761, therapy 409, prog to 0+1-2-3+ 450 60. It was noted there had been no falls. It was logged they reran impedance test at 2.0 v per the patient tolerance and 02 was still ???, and all the other combinations had values. It was then reported the neurostimulator appeared to have shifted in the patient's body. It was logged the patient was petite but had no weight change and there were no activity or body position changes in stimulation. It was reported the manufacturer representative took off electrode 2 because they could not get an accurate reading and the stimulation felt the same to the patient. Additional information requested but not yet received at time of report. Supplemental will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-56, lot# l33707, implanted: (B)(6) 1994, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).